Event description:
The hcp reported the ins system was explanted due to post-operative infection. The physician indicated the unit was retrieved in 2006, but was not replaced due to the reported infection. Pt signs and symptoms of infection included pain and swelling. The implant duration was approx two weeks at the time of explant. The physician provided the pt recovered without sequela. Add'l info has been requested from the physician. A f/u report will be sent if add'l info is rec'd.